Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. There was no impact to the customer's blood glucose level. It was indicated that manual injections would be used for diabetes management.